Event description:
It was reported that the patient expired 2 days after system explant. The system was explanted due to mrsa infection in the pocket and low ejection fraction. Additional information received from a healthcare professional indicates that the patient expired from septicemia. The patient had an ejection fraction of less than 10%. The patient's death is not considered device related.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Analysis summary: no anomalies found. The death was reported as not device related. Other: it was reported that the patient expired 2 days after system explant. The system was explanted due to mrsa infection in the pocket and low ejection fraction. Additional information received from a healthcare professional indicates that the patient expired from septicemia. The patient had an ejection fraction of less than 10%. The patient's death is not considered device related. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated.

Event description:
It was reported that the patient expired 2 days after system explant. The system was explanted due to mrsa infection in the pocket and low ejection fraction (ef). Cause of death has been requested but not received.